Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The procedure was completed successfully. Six weeks post procedure, during a routine follow up examination a thrombus was identified. The patient underwent an angiovac procedure and the thrombus was removed. During a subsequent follow up examination, a new thrombus on the surface of the device was observed via transesophageal echocardiogram. A second angiovac procedure was scheduled for the removal of the new thrombus. No further patient complications were reported.

Manufacturer narrative:
Date of event - aware date used as event date is unknown.